Event description:
It was reported that the patient underwent full vns explant due to infection. Per the physician, the infection is a continuation of the initial report of lead extrusion due to the patient picking at the incision site. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the patient's father that the lead body is protruding outside the patient's neck, and the site is crusted and hard, indicating extrusion. The patient underwent surgery to address the extrusion of the lead. The surgeon opened the neck site, pushed the lead back into place, flushed the site, and administered prophylactic antibiotics. The surgeon assessed that the cause of the extrusion was that the patient was picking at the lead site. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.